Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received multiple shocks in different episodes. Technical services (ts) reviewed noting the rhythm appeared irregular, potentially indicative of atrial fibrillation (af) with rapid ventricular response (rvr). The morphology changed significantly at that time. In one of the episodes a single undersensed beat was observed which did not delay therapy. This s-ICD remains in service. No adverse patient effects were reported.